Event description:
X-rays revealed loosening of the tibial component with possible fragmentation of polyethylene. Intraoperatively, loosening of tibial component was discovered as well as polyethylene wear.